Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead exhibited low, out-of-range pacing impedance measurements of less than 200 ohms. The lead was repositioned several times, but the impedance issue could not be resolved. This lead was removed and a new lead of the same model was implanted successfully. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. A stylet was able to be inserted into the lead without resistance. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the low, out-of-range pacing impedance measurements observed during the implant procedure.

Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead exhibited low, out-of-range pacing impedance measurements of less than 200 ohms. The lead was repositioned several times, but the impedance issue could not be resolved. This lead was removed and a new lead of the same model was implanted successfully. No adverse patient effects were reported. The attempted lead was returned for analysis.